Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 08/11/2021: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is advanced into a parent catheter at an extreme angle, damage such as a kink and subsequent fracture may occur. Further evaluation revealed kinks in the catheter shaft. This damage was incidental to the reported complaint and may have also occurred during advancement at an extreme angle during use. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra aspiration catheter, a non-penumbra sheath, and a guidewire. During the procedure, while advancing the velocity into the aspiration catheter inside the patient, the physician noticed that the velocity was broken at the proximal end. Therefore, the physician removed the aspiration catheter containing the broken velocity. The procedure was completed using a new velocity and the same aspiration catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra aspiration catheter, a non-penumbra sheath, and a guidewire. During the procedure, while advancing the velocity into the aspiration catheter inside the patient, the physician noticed that the velocity was broken. Therefore, the physician removed the aspiration catheter containing the broken velocity. The procedure was completed using a new velocity and the same aspiration catheter. There was no report of an adverse effect to the patient.